Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 1711 days after a coronary drug eluting stenting treatment procedure, the patient had stable angina and required a target vessel reintervention (tvr). The index procedure treated a 3.0x28mm, 75% stenosed lesion in the mid right coronary artery (mid rca) with predilation and placement of a taxus express2 3.0x32mm drug eluting stent with 0% residual stenosis. The patient was discharged the next day on aspirin and plavix. At 1711 days post index procedure, the patient underwent cardiac catheterization due to stable angina. At an office visit 9 days earlier, the pt complained of chest discomfort and palpitations. A diagnostic catheterization performed 4 days prior to the tvr, revealed 70% stenosis of the proximal rca. Cardiac catheterization performed on the day of tvr revealed: proximal 70% lesion in rca. Core lab report noted 36.56% stenosis of the mid rca. The proximal rca was treated with a 3.5x18mm non-bsc stent.the patient was discharged the next day on aspirin and plavix. The physician noted the tvr was unrelated to the study device, the index procedure, or prior co-morbid condition. Cec adjudication results confirmed this is a mace remote tvr with indistinguishable relationship to the study stent and procedure.